Event description:
A malfunction alarm was reported with a code indicating a technical issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, resolving the issue, and informed the customer to contact them if the problem recurs. The customer understood and could continue using the pump.